Manufacturer narrative:
One rf disposable grounding pad was received for evaluation. One image was submitted to product performance engineering. The image appears to show a patient burn. The results of the investigation concluded that the device functioned as intended during a simulated lesion test. The presence of a hair-like foreign material on the grounding pad, in addition to the event description, is consistent with placement of the grounding pad over hair. The rf disposable grounding pad instructions for use (IFU) warns ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿. A review of receiving inspection results for this lot number confirmed the product was manufactured according to specifications.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2184149-2019-00197. During a cervical spine ablation procedure a patient burn occurred. Prior to the procedure no skin preparation was performed and the grounding pad was placed on the left scapular region, which was hairy. After radiofrequency ablation had been delivered, a superficial burn with blistering was noted under the grounding pad. The pad was removed but no treatment was required. The grounding pad was replaced and the procedure was continued with no further issues. The patient was discharged home in stable condition.